Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that 4 ar-3636 fibertak anchor repair stitch tore upon tightening. This was discovered during a labral repair case with no patient harm. Delay to case 20 minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to misuse due to excessive force used to pry and/or leverage the device.